Event description:
The product was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to remove the component and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition was not confirmed as the entire instrument was not returned for evaluation. Quality assurance is unable to determine the exact cause of the difficulty experienced.